Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a patient developed peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis event was unknown, but it was noted that the patient had multiple breaks in aseptic technique during their treatment prior to the episode. The breaks in aseptic technique were further specified as the patient did not properly wash their hands or wear a mask for therapy and was reported to have used a cap on their catheter that they had dropped in the garbage. The patient was not hospitalized for the event. The patient was provided an initial treatment of intraperitoneal ancef (20 mg/kg) and intraperitoneal fortaz (20 mg/kg) for the event. The patient continued with intraperitoneal ancef for 14 days. Prior to fully recovering from the event, the peritonitis redeveloped and the patient was placed on ancef and fortaz for an additional two weeks. The patient was reported to have recovered from the event. The patient has been able to continue with their pd therapy. Additional information was requested but was not available.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. A clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis event. Based on the provided information, there is no documentation that shows a definitive causal relationship between this peritonitis event and the use of the liberty cycler or any fresenius product. Additionally, there is no allegation against any fresenius products involved in this event. There is currently a probable association between the peritonitis event and the reported breach in aseptic technique. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and the event of peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.